Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they alleging insulin pump was under delivering. The customer¿s high blood glucose was 300 mg/dl and other blood glucose was 329 mg/dl. Customer stated that they experienced high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The insulin pump and reservoir will not be returned for analysis.